Event description:
The manufacturer rec'd the device after 55.61 months implant duration with no information or reason for explant. Follow up with the hcp revealed the device was explanted due to expected end of life of the device. No adverse pt events were reported. The device was explanted and the pt recovered without sequela.

Manufacturer narrative:
Final device analysis results reveal - drug related, clogged/cracked pump tube. Sodium metabisulfite detected by indirect titration. Use of drugs with this preservative are contraindicated in the labeling and have been found to cause premature pump stall. Based on our analysis of the reservoir contents and device, the pumps tall condition observed was related to the use of a drug that contained the preservative metabisulfite.